Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that upon attempted removal of the rist guide catheter from the radial sheath, the catheter began to shear and unravel. The unraveling part of the catheter then caught on the inner lumen of the placed access sheath and dragged the extended vascular portion inside out and through the hemostatic valve of the access sheath. This was observed and pressure was held at the access site. However, the remaining half of the rist guide catheter remained in the brachial portion of the patient's right arm. Vascular surgery was consulted and came down to the interventional radiology suite to perform a brachial cutdown and vessel harvest/graft. Vascular surgery was able to successfully remove the remaining portion of the catheter and perform a patch closure of the arteriotomy. The patient was undergoing treatment for cerebral embolization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that patient anatomy where the issue occurred: right wrist, right lower arm and right arm. There was some friction when attempting to remove the products.